Event description:
Recovery filter placed in 2004. Patient presented to (B)(6) hospital monday with fractured, embolized filter and acute chest pain, pericarditis, arrhythmia. Transferred to our hospital for complex removal. Filter in 5 pieces - 1 arm in rv free wall, 1 arm in rml pa, 1 arm stuck in filter, 1 arm in caval wall. Filter and all fragments removed successfully using forceps and snares.